Event description:
Additional information received reported that the patient was required to have the rates of intrathecal baclofen increased and it turned out the catheter "was broken."

Event description:
It was reported that the patient was having a surgery performed on his neck and during the ''work up'', the physician discovered the catheter was fractured. The catheter was revised. It was later reported that the catheter was dislodged or had migrated. The patient did not experience any symptoms. The patient outcome was reported as no injury. The device system was used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8703w, lot # l49636, implanted: (B)(6) 1998, product type catheter.